Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial connector portion of the lead measuring 5.4 cm returned for analysis. Insulation degradation was noted distal to the connector boot. All other damage found was sustained during surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
This report is to advise of an event observed during analysis.